Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had the stimulation turned on (B)(6) 2019. They went from group a to b and had zero relief. The patient also said the battery dies after 12 hours. The patient said they woke up today and checked battery and it said unable to use stimulation due to the fact that the ins battery was dead. The patient plugged in the recharger and it said recharging excellent. The patient said they looked five minutes later, and it said battery needs attention, but the patient didn't remember the exact words. The patient stated that since that time no matter what they did they couldn't get the ins battery to charge. The patient said the manufacturer representative (rep) wanted the patient to take the lithium battery out of the controller but the patient couldn't get it out because it was so tight in the controller. The patient said the controller was fully charged and they were able to charge for 40 minutes in the beginning but they didn't get any charge. The patient said normally if they charged that long it would be like half full. The patient stated that if they unplugged the recharger and plug it back in, it used to change but now it just stays on screen 49 which was the battery status screen. The patient also reported that they noticed yesterday where the ins location was really big, the size of the ins and really sore. It was noted that the patient could be having trouble charging because of the swelling. The patient said they have an appointment with their rep on (B)(6) 2019. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep). The rep reported difficulty with recharging. The recharger (insr) was not being recognize when it was plugged into the controller. There was an out-of-box failure reported. The patient was not getting message to position the insr over the implant. The controller was working fine and was able to connect to the implantable neurostimulator (ins) and the controller was recharging fine. The reset didn't resolve the issue, the connection looked fine, and there were no broken pin or loose connections. The patient got the low battery warning message yesterday. It was noted that the patient had hd setting. Warm transfer to repair. No further complications were anticipated/reported. Additional information from representative was received. When asked the cause of the lack relief and the ins site being sore or big was determined, rep stated that they interacted with patient and believed that they need to better set this expectation, the lack of relief in comparison to his trial which went very well, and they still worked with doctor to configure his programming to provide the best relief possible. They recently switched from hd to ld which patient was still trying out. It was mentioned the ¿big ins site¿, the was no signs of infection, and rep assured patient it was implanted at the recommended depth to assure effective recharging. It was noted doctor examined the site and found no signs of infection, rep observed the site as well to assure the implant depth was correct. Since that time, patient didn¿t have any more soreness at the battery site. They stated they still worked with patient to provide reprogramming that would maximize his relief via stim. It was mentioned the replacement of recharger was expected to resolve the recharging issue and it would allow them to interrogate his device. No further complications were anticipated/reported. Additional information was reported that the patient stated he had his first ins removed because the device never helped his pain. The patient stated that the ins was "doing all sorts of weird things" except helping with pain. The patient stated that he got the ins replaced because insurance approved it and the healthcare provider (hcp) replaced the leads with paddle leads to see if replace would resolved the reported issues. The patient also mentioned that the hcp did an x-ray to check the ins status and the lead moved 2-3 cm, but the hcp said that shouldn't affect his therapy. The revision occurred (B)(6) 2019. The patient stated that both of his inss never worked since being implanted. The patient stated the device causes more pain with the device off then with the device on. The patient has tried programming, changing groups and increasing stimulation, but nothing has worked. The patient stated the trial implant worked very well with 95% pain relief, but with the implant ins the patient has had 0 pain relief. The patient stated he has been reprogrammed with the most recent device twice, but still no pain relief and the healthcare provider (hcp) and all 8 manufacturing representatives (rep) have no idea what is wrong. The patient's programmer show that stimulation is on, and the patient is positive that stimulation is on. The patient was told to keep the changes for a week instead of 3 days before making another change. The patient stated he adjusted his groups today and will wait another week before making another change. The patient noted that the rep "did things that no rep has done before" most recently. The rep had the patient cough to feel stimulation and other things to try. The patient stated the rep did something so they can't feel their stimulation, but sometimes when the patient moves to their side they can feel their stimulation in their leg and groin. The patient then stated before their first ins was replaced "it was doing all sorts of weird things." The patient stated his controller would show "battery low, recharge soon." The patient said he would recharge his ins to 100%, remove the rtm and the controller would start beeping then show that the ins was low again and needed to be charged. The patient stated he would then plug in the rtm and it would show that the ins was at 100%. The patient stated that he did get a new rtm for this, but this issue still persists with his second ins. The issue is intermittent. No further information was reported.